Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported stent damage was confirmed. The reported failure to advance and difficult to insert was not tested due to the condition of the retuned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the omnilink elite could not cross the previously implanted stent. It should be noted that the omnilink elite instructions for use (IFU), states: ¿when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent.¿ in this case, it is unknown the IFU deviation contributed to the reported event. In this case, based on the reported information and evaluation of the returned device, the reported failure to advance appears to be due to interaction with the previously implanted stent while trying to advance distal to the stent. It is likely that after the failed attempt to cross the previously implanted stent, damage to the stent struts occurred causing resistance during the attempt to readvance the stent delivery system (sds) through the sheath. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - distal to stent.

Event description:
It was reported the procedure was to treat a lesion in the left common iliac artery. A 9.0x29mm omnilink elite stent was placed without issue. A 10.0x29mm otw omnilink elite stent delivery system (sds) was advanced however it felt like the stent was getting hung up on the previously placed stent therefore the sds was removed. An attempt was made to advance the sds again however resistance was met with the 7fr sheath and it was noted the distal end of the stent struts were mangled. A new 9mm omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis of the 10.0x29mm omnilink elite noted the stent was stationary on the balloon however was not located within the markers.